Manufacturer narrative:
Our investigation of the case logs revealed that the misplaced implants were likely due to a partial upload of the excelsius 3d scan to excelsius gps. Ultimately, the implants were revised and placed accurately. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. This issue is being further investigated.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.